Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, following open heart surgery, the external pulse generator (epg) did not appear to have atrial sensing capability and therefore did not synchronize and a suspected r on t phenomenon ensued, causing the patient to fibrillate and require cardioversion/resuscitation. It was noted that epicardial temporary pacing wires were connected to the epg at the time of the incident. The epg was sent to the biomedical engineering department where it was tested and "failed" though testing methods and other details were not reported. The epg is not being returned to the manufacturer at this time. No further patient complications have been reported as a result of this event.